Manufacturer narrative:
The reported pressure sensor failure was confirmed to have occurred via log analysis but the failure could not be duplicated during the investigation. The channel error code 240.4150.0 that is associated with the upper pressure sensor having an output that is seen as too high was recorded five times in the error log. The errors were recorded once in (B)(6) and four times in (B)(6) in the year 2018. There was no recorded infusion parameter within the device event log at the time of the last recorded error event in (B)(6) of 2018. The associated pcu or its event log were not provided for this investigation. The pressure sensors within the received pump module were noted to have been manufactured prior to october 1, 2009 in which the manufacturer honeywell implemented corrective actions to the manufacturing line. The findings noted multiple root causes; wire bond fractures at the first stitch and cracked ceramics due to excessive force applied to the plunger of the sensor, and corroded ceramic caused by contaminants via fluid ingress. There was no observed fluid ingression noted around the pressure sensor or bezel assembly. The newer pressure sensor (fsa model) is the same as the old (fs01 model) pressure sensor with regards to its functional performance of detecting force/pressure. The newer pressure sensor model is a direct drop-in replacement. The newer pressure sensor had some design improvements such as increased safe load force from 7lbs to 15lbs, esd susceptibility increased from 4 kv to 8 kv, the linear accuracy improved from 5% to 1% and its input supply current decreased from approximately 4 ma to 2.7ma. Even though these improvements are intended to reduce the occurrence of pressure sensors failures, the design is essentially the same and will produce of the same channel error codes but not necessarily for the same reasons. It is possible to actually have a high sensed pressure present on the upper pressure sensor that will produce the error code failure. Squeezing of a bag above the pump module would be one method that could produce a high pressure sensed. The recording of the channel error code does not necessarily indicate that a device malfunction has occurred. This is the case for the error code 241.4150.5; this would be a log only event that would not impact the device function or be visible to a user. It is recorded as such because it did not meet the requirement to record the event as a hard failure. The system performs a test to detect a malfunction within the sensor circuitry as a result of either an electrical, mechanical or harness related issue that produce outputs near the electrical amplifier¿s ¿rail¿ voltage. The detection scheme had to accommodate possible transient signal noise in the system as well as possible clinical practice attributes such as IV pushes or door closures with IV sets containing back check valves positioned above the upper (bottle side) sensor, that cause the sensor to see high pressures. The test uses two criteria that must be met for the error to be generated: 1) the sensor output must meet the ¿high voltage malfunction¿ threshold of (~4.20v) for duration of at least 1 second during an infusion to accommodate potential transient signal noise. 2) if the sensor output exceeds the ¿high voltage malfunction¿ threshold for at least 1 sec, then a certain grace volume must also be infused (currently set at 0.54 ml) before the malfunction will be declared to accommodate potential transient high upstream pressure due to IV push or door closure with a check valve set. The upper and lower pressure sensors are also used to detect the insertion of a disposable set. When the door is closed, the disposable set will exert a certain force on the sensors. Hence if the pressure sensor reading is below a certain limit value, it determines this as there not being a disposable set installed. The disposable set detection limit in the software is set at 1.38 volts for both the upper and lower pressure sensors. In this received investigation case there was no found recorded indication of a logic board malfunction that affected both the upper and lower pressure sensors. With respect to testing the logic board, it is recommended that the asm analog sensor task be used. It provides real time feedback of the output of the pressure sensors as seen by the logic board. Picture 4 within the testing section of the fi report provides a screenshot of the asm analog sensor task results for this returned pump module. Additional information was made available within appendix b. Given the age of the pressure sensors within this pump module, it is being recommended they be replaced as a preventive measure, even though there was no existing malfunction found. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that a device with the older pressure sensor failed, however, the failure is the same failure that the customer has seen on the devices with the newer pressure sensors. The customer further states that the only work that has been completed on this device has been through bd and it was when it was sent to service to replace the bezel from version 1 to version 3. The customer is requesting an investigation to understand why they are receiving the same sensor pressure error for both the old and the newer sensors. The customer further stated that he understands having an upper sensor failure, however, would like to understand what would cause both upper and lower sensors to fail. In their own internal investigation they have found that the logic board or circuit board was defective and is wondering if this is the case with this device and if so, is there a way for them to internally test the circuit/logic boards he would also like to better understand the logic boards interpretation of data. There was no patient involvement.

Manufacturer narrative:
The reported pressure sensor failure was confirmed to have occurred via log analysis but the failure could not be duplicated during the investigation. The channel error code 240.4150.0 that is associated with the upper pressure sensor having an output that is seen as too high was recorded five times in the error log. The errors were recorded once in april and four times in may in the year 2018. There was no recorded infusion parameter within the device event log at the time of the last recorded error event in may of 2018. The associated pcu or its event log were not provided for this investigation. The pressure sensors within the received pump module were noted to have been manufactured prior to october 1, 2009 in which the manufacturer honeywell implemented corrective actions to the manufacturing line. Pressure sensor failures were investigated under CAPA (B)(4). The findings noted multiple root causes; wire bond fractures at the first stitch and cracked ceramics due to excessive force applied to the plunger of the sensor, and corroded ceramic caused by contaminants via fluid ingress. There was no observed fluid ingression noted around the pressure sensor or bezel assembly. The newer pressure sensor (fsa model) is the same as the old (fs01 model) pressure sensor with regards to its functional performance of detecting force/pressure. The newer pressure sensor model is a direct drop-in replacement. The newer pressure sensor had some design improvements such as increased safe load force from 7lbs to 15lbs, esd susceptibility increased from 4 kv to 8 kv, the linear accuracy improved from 5% to 1% and its input supply current decreased from approximately 4 ma to 2.7ma. Even though these improvements are intended to reduce the occurrence of pressure sensors failures, the design is essentially the same and will produce of the same channel error codes but not necessarily for the same reasons. It is possible to actually have a high sensed pressure present on the upper pressure sensor that will produce the error code failure. Squeezing of a bag above the pump module would be one method that could produce a high pressure sensed. The recording of the channel error code does not necessarily indicate that a device malfunction has occurred. This is the case for the error code 241.4150.5; this would be a log only event that would not impact the device function or be visible to a user. It is recorded as such because it did not meet the requirement to record the event as a hard failure. The system performs a test to detect a malfunction within the sensor circuitry as a result of either an electrical, mechanical or harness related issue that produce outputs near the electrical amplifier¿s ¿rail¿ voltage. The detection scheme had to accommodate possible transient signal noise in the system as well as possible clinical practice attributes such as IV pushes or door closures with IV sets containing back check valves positioned above the upper (bottle side) sensor, that cause the sensor to see high pressures. The test uses two criteria that must be met for the error to be generated: 1) the sensor output must meet the ¿high voltage malfunction¿ threshold of (~4.20v) for duration of at least 1 second during an infusion to accommodate potential transient signal noise. 2) if the sensor output exceeds the ¿high voltage malfunction¿ threshold for at least 1 sec, then a certain grace volume must also be infused (currently set at 0.54 ml) before the malfunction will be declared to accommodate potential transient high upstream pressure due to IV push or door closure with a check valve set. The upper and lower pressure sensors are also used to detect the insertion of a disposable set. When the door is closed, the disposable set will exert a certain force on the sensors. Hence if the pressure sensor reading is below a certain limit value, it determines this as there not being a disposable set installed. The disposable set detection limit in the software is set at 1.38 volts for both the upper and lower pressure sensors. In this received investigation case there was no found recorded indication of a logic board malfunction that affected both the upper and lower pressure sensors. With respect to testing the logic board, it is recommended that the asm analog sensor task be used. It provides real time feedback of the output of the pressure sensors as seen by the logic board. Picture 4 within the testing section of the fi report provides a screenshot of the asm analog sensor task results for this returned pump module. Additional information was made available within appendix b. Given the age of the pressure sensors within this pump module, it is being recommended they be replaced as a preventive measure, even though there was no existing malfunction found. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that a device with the older pressure sensor failed, however, the failure is the same failure that the customer has seen on the devices with the newer pressure sensors. The customer further states that the only work that has been completed on this device has been through bd and it was when it was sent to service to replace the bezel from version 1 to version 3. The customer is requesting an investigation to understand why they are receiving the same sensor pressure error for both the old and the newer sensors. The customer further stated that he understands having an upper sensor failure, however, would like to understand what would cause both upper and lower sensors to fail. In their own internal investigation they have found that the logic board or circuit board was defective and is wondering if this is the case with this device and if so, is there a way for them to internally test the circuit/logic boards he would also like to better understand the logic boards interpretation of data. There was no patient involvement.